Event description:
Reporter complains of broken bones, joint pain, muscle weakness, hair loss, stiffness of all joints, swelling of joints and systemic lupus and sjogren's and implant rupture. Implant rupture available apon request under care of 7 doctors in the past 3 years.